Event description:
It was reported that three pump valve failure alarms occurred on the intra-aortic balloon pump (iabp). The iabp is supporting the patient. After confirming that the patient is stable enough to tolerate being off therapy for less than one minute, the pump was swapped out. The patient was taken off the iabp for less than 30 seconds. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation. The reported complaint of "pump valve controller" alarm is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that three pump valve failure alarms occurred on the intra-aortic balloon pump (iabp). The iabp is supporting the patient. After confirming that the patient is stable enough to tolerate being off therapy for less than one minute, the pump was swapped out. The patient was taken off the iabp for less than 30 seconds. There was no report of patient complications, serious injury or death.